Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis determined a battery filter capacitor was leaking excess current, which caused the battery to deplete ahead of projected longevity.

Event description:
Premature battery depletion was reported. The device was explanted. No patient complications were reported as a result of this event.